Event description:
Event description cpi received information that two months after implant of an implantable pulse generator and bipolar lead there was a change in mesurements. X-ray of the system showed that the lead appeared to have 'pulled back' sightly since implant. The physician performed an invasive procedure and reposition the bipolar lead.